Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon sticking to the stent occurred. The physician placed one taxus express2 8.8% 2.75 mm x 16 mm stent in the circumflex (cx). The vessel was severely tortuous. The balloon was inflated and deflated properly, however, the balloon stuck to the stent. The physician was able to remove the balloon by deep seating the guide catheter to the lesion site, which in turn caused a dissection on the proximal side of the stent. The physician treated the dissection by deploying a taxus stent of unknown dimensions. Both stents were well apposed and positioned. The status of the pt is listed as good.